Event description:
It was reported that the patient's lead was replaced due to high impedance. The suspect device has not been received to date.

Event description:
The lead was noted to be received into the manufacturer's product analysis lab. Analysis is still underway and has not been completed to date. No other relevant information has been received to date.

Event description:
Later, product analysis of the leads was conducted. A fracture condition was confirmed. The fracture mechanism could not be ascertained. Evidence of electrocautery potentially contributing to fracture. Fluid leaks noted. Corrosion noted. Damaged/kinked coils discovered as well. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was further reported that the patient had only their generator replaced due to high lead impedance, and high impedance persisted. Patient is being referred to another surgeon for the lead revision.